Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis with no visible defects. The balloon had a burst rupture with 2cm of balloon material detached from the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous abdominal aorta. A 27/7/2/100 equalizer¿ occlusion balloon catheter was advanced to the lesion for a stent graft procedure. The balloon was inflated for 20 seconds using a syringe; however, it ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous abdominal aorta. A 27/7/2/100 equalizer¿ occlusion balloon catheter was advanced to the lesion for a stent graft procedure. The balloon was inflated for 20 seconds using a syringe however it ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).